Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and a sensing issue. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extend. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of inadequate capture, and a sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the right atrial lead dislodged at the time of the original event. The lead was repositioned on (B)(6) 2025. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead and migration of the implantable cardioverter defibrillator. This was confirmed with x-ray imaging. This resulted in a device sensing issue and high capture thresholds. The lead was explanted and replaced and the device was repositioned. This occurred on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h1: field should reflect serious injury.